Event description:
The customer reported to olympus that leakage from the control body was identified during maintenance. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the forceps elevator has foreign material, cannot insert, or remove the brush from the balloon channel due to clogging. The balloon channel is clogged with foreign objects. The acoustic lens is damaged with a missing piece and the cut reaches to the glue-layer. This report is being submitted for the malfunctions found during evaluation: the forceps elevator has foreign material, cannot insert, or remove the brush from the balloon channel due to clogging. The balloon channel is clogged with foreign objects. The acoustic lens is damaged with a missing piece and the cut reaches to the glue-layer.

Manufacturer narrative:
The device was returned to olympus and the following was found: the forceps elevator has foreign material, cannot insert, or remove the brush from the balloon channel due to clogging. The balloon channel is clogged with foreign objects. The acoustic lens is damaged with a missing piece and the cut reaches to the glue-layer. This complaint is most likely the result of insufficient cleaning. During inspection and testing the following was also found: the issue found during maintenance was confirmed, there is leakage between the control unit and up/down knob. In addition, due to deformation of the control unit, water tightness is lost. Adhesive on the bending section cover is detached. The bending section cover is discolored due to customer handling, part of the insertion tube is caught and pinched-the insertion tube becomes deformed due to customer handling. The universal cord has a scratch caused by physical stress. The suction cylinder was scraped with a cleaning brush, this is attributed to customer handling. Due to wear of angle wire, bending angle in up/down/right/left direction does not meet the standard value. Due to wear of angle wire, the play of up/down/right/left knob is out of the standard value. The forceps raiser wire (k-wire) is damaged due to mechanical/chemical stress applied by repeated use for the long duration. Due to deformation of lock engagement knob, the right/left knob cannot be locked securely. Due to deformation of nozzle, water removal ability does not meet the standard value. Due to damage on distal end, balloon suction volume does not meet the standard value. Due to damage on acoustic lens, insulation resistance value does not meet the standard value the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material adhering to the forceps elevator and clogging the balloon channel could not be identified and the root cause could not be determined, as no additional information was reported or available, however, it is possible that the foreign object could not be removed due to physical damage to the equipment. Additionally, the brush for cleaning the balloon channel could be inserted smoothly due to clogging of the balloon/water (bw) tube. The root cause of the bw tube clog could not be determined. With respect to the ultrasonic acoustic lens with scratches that reach the adhesive layer; the root cause of the issue could not be determined, as no additional information was reported or available. The event may be prevented by following the below instructions for reprocessing: ¿·chapter 5 reprocessing: general policy¿ ¿·chapter 6 compatible reprocessing methods and chemical agents¿ ¿·chapter 7 cleaning, disinfection, and sterilization procedures¿ ¿·chapter 8 cleaning and disinfection equipment¿ olympus will continue to monitor field performance for this device.